Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed failure to sense, capture and extracardiac stimulation due to dislodgement. On (B)(6) 2021, x-ray revealed that the right ventricle (rv) lead and right atrial (ra)lead were dislodged. The physician elected to explant both ra and rv leads and replace the leads. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-00893. It was reported that the patient presented in clinic for follow up. Device interrogation revealed failure to sense, capture and extracardiac stimulation due to dislodgement. On (B)(6) 2021, x-ray revealed that the right ventricle (rv) lead and right atrial (ra)lead were dislodged. The physician elected to explant both ra and rv leads and replace the leads. The patient was in stable condition.